Event description:
It was reported to medtronic neurosurgery that while changing the patient¿s position, the proximal tubing from the device slipped out of the stopcock at the csf collection port. According to the report, the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.